Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs stat assay on a cobas 6000 e601 module. Initial result: 16.86 ng/l. The critical high value of the initial result prompted the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 5.35 ng/l. The repeat result was deemed to be correct. An additional result of 11.46 pg/ml was provided. Clarification has been requested as to how this result relates to this event.

Manufacturer narrative:
The e601 module serial number was (B)(6). The calibration was acceptable. Qc within the assigned ranges on the day of the event. The investigation is ongoing.

Manufacturer narrative:
The additional result of 11.46 pg/ml that was provided was entered by error. Medwatch fields d1-d4, g1, and g4 were updated. The investigation was unable to determine a specific root cause. The event was consistent with measuring cells exceeding their lifetime. A general reagent or analyzer problem was not present because the qc before the event was within ranges.